Event description:
It was reported that, post operatively, the patient experienced severe left leg pain specifically in the posterior thigh above the knee. The pain progressed to the entire left leg up to the buttock area. The healthcare professional (hcp) monitored the patient throughout the night and had the manufacturer¿s representative come back the next morning ((B)(6) 2015) where their implantable neurostimulator was turned on to evaluate the effectiveness of the stimulation therapy on the new, acute pain. No diagnostic testing or troubleshooting was performed. The stimulation was not helpful and the issue could not be resolved so the decision was made to explant the ins and lead components (entire system). It was noted that the issue was related to the lead creating the unexplained post-operative acute left leg pain. It was reported that the patient had since fully recovered. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4).